Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, it was reported by a sales representative via email that an ar-3780sp knee fibertak button would not allow the sutures to shuttle through the anchor. The anchor was used with an ar-3710 disposables kit and 1.3 suturetape exactly as intended; however, the sutures would not shuttle at all. The anchor was drilled out and replaced. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 11/17/2025: the event occurred during a distal biceps repair procedure on (B)(6) 2025. The case was completed using a replacement ar-3780sp knee fibertak button. The procedure was delayed to remove the initial anchor and insert a new one. The exact duration of the delay and whether additional anesthesia was administered to the patient remain uncertain.